Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Partial lead measuring 5.3 cm from the connector pin was returned for analysis. Final analysis found full breach insulation degradation exposing the outer coil adjacent to the connector boot. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA.  Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.